Event description:
The device was used during an unspecified procedure. Reportedly the specimen pouch detached into the patient's cavity and was retrieved by the surgeon without injury to the patient.